Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was non-functional. The cause for the failure was a defective response button switch. Additionally, after incoming evaluation a reportable malfunction was found. High voltage travelled to low voltage circuitry, damaging multiple components on the defibrillator pca and computer/analog board. The root cause for the defective switch could not be positively identified. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse event resulted from the damaged monitor.